Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and noticed a difference between sensor glucose and blood glucose value. The customer reported a blood glucose value of 40 mg/dl. The customer reported hypoglycemia and was treated with glucose/carbohydrate intake, emergency medical service/ambulance/emergency room visit, glucose IV(intravenous insulin infusion), and discontinued use of insulin delivery system. The event involved product(s) mmt-7040d1. Troubleshooting was performed, and the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event with the active automode feature on. It was also reported that there was a discrepancy between the blood glucose value from the reported event, which was 40mg/dl, and the sensor glucose value from the reported event, which was 224mg/dl, and the difference was not within the target range and more than 30%. No further patient complications were reported. No product return was required for mmt-7040d1.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.